Manufacturer narrative:
Details of complaint: the customer reported that this unit is making a loud noise, similar to a failing motor and experiencing intermittent readings. There was no patient injury reported. Investigation summary: the device was returned for evaluation. During testing of the device, the loud noise reported was duplicated, so the pump was replaced; however, the reported intermittent readings could not be duplicated. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 08/07/2025 emailed the customer via microsoft outlook for all information in the ni list above: the customer replied stating that they're unable to provide the requested information. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type? H3 device evaluated by manufacturer? H11 additional manufacturer narrative.

Event description:
The customer reported that this unit is making a loud noise, similar to a failing motor and experiencing intermittent readings. There was no patient injury reported.

Manufacturer narrative:
The customer reported that this unit is making a loud noise, similar to a failing motor and experiencing intermittent readings. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that this unit is making a loud noise, similar to a failing motor and experiencing intermittent readings. There was no patient injury reported.